Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The device was not returned to hospira for testing and investigation; therefore attribution of this issue to the device could not be determined. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. On an unspecified date, the customer contact reported a break at the connecting point to the IV pump. The customer contact described the location of the break was at the filter of the tubing set. No specific details were provided. No information was provided if the break occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were required. Though requested, no additional information was provided.